Event description:
It was reported that during a ptca/stent procedure, following pre-dilatation of the lesion located in the distal right coronary artery, the stent delivery system (sds) could not be advanced to the lesion. Upon removal of the sds, through the guiding catheter (contrary to IFU) the stent was noted to have separated from the sds. An attempt to retrieve the stent with a snare device was unsuccessful and the stent remains in the pt.